Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. The patient was discharged on (B)(6) 2012. The cause of the peritonitis was unknown. Treatment rendered for the events was not reported. The patient did not want the nurse contacted. Patient recovered from peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b09052, and h12a18014. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.